Event description:
It is reported that the pt was revised due to multiple dislocation.

Manufacturer narrative:
Eval summary: dislocation can be associated with a number of mechanisms: unsatisfactory placement of the component parts. This may lead to impingement at various interfaces: neck/liner, shell/bone, and/or neck/shell which may lead to dislocation. Extent of component stability. If components that were not matched for the pt requirements are used, this may increase the instability of the joint, which may lead to dislocation. Extent of soft tissue tension. Inadequate soft tissue tension and/or poor functional muscles around the hip may not be able to provide functional support to the joint, which may contribute to dislocation. It is reported that the only zimmer implanted device was the stem and femoral head, and that the cup and liner were stryker brand. Zimmer has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. Eval: review of the device history records did not find any deviation or anomalies. It is not suspected that the product failed to meet specs.